Manufacturer narrative:
Additional information: additional information was received that indicated that the surgery was completed successfully. It was also confirmed that there was no medical or surgical intervention required and there was no patient injury. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Through follow up, it was learned that the customer did not request for a field service engineer to go out and inspect the equipment. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the account experienced suction loss on left eye (os) of a female patient during surgery with an intralase patient interface (pi) after the laser fired. The customer called abbott medical optics (amo) application support manager (asm) asking how to set up laser with a suction loss during raster pattern. Asm explained to customer how to turn off pocket. The doctor called back a few minutes later asking to program a side cut only. Asm explained to him both options of side cut only and redoing the entire raster pattern with the pocket off. The doctor thought he had a complete raster pattern on this patient but was no longer able to see the raster pattern and felt no side cut. Therefore, asm explained to the doctor if doing side cut, to only shrink diameter by .5 or to turn pocket off if recreating the flap, which the doctor understood the explanation.